Manufacturer narrative:
(B)(4). The facility reporter was subsequently contacted and additional information was received: it was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a percutaneous left anterior descending coronary interventional procedure with impella support. Reportedly, the foot broke off the proglide device. A cut down was performed and the foot was removed. Manual arterial compression was held and a thrombus was visible in the left external iliac artery. Angiojet was used to clear the thrombus and all distal areas. A hematoma developed post closure. Hemostasis was achieved surgically. The procedure was aborted before impella placement. The patient was fine after the procedure. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Sus voluntary event report# mw5079433 (B)(4).

Event description:
Received sus voluntary event report # mw5079433 stating: event description: " he underwent repeat cath today for staged intervention to lad and impella support. There was a proglide device failure with dislodge of foot plate and thus proglide was removed, pressure was held and thereafter some thrombus visible in the left external iliac. This and all distal areas were cleared with angiojet. A (B)(6) y/o male with history of inferior ml with residual ischemia in lad territory presented for staged revasc with plans for impella support at time of staged pci given low ef. During procedure, pt had mechanical issue with preclosure from the procedure prior to balloon pump, placement, therefore planned procedure was aborted, please see operative report for details, due to hematoma post operatively and need for thrombus evacuation all of which was successful. He stayed overnight for observation. Labs, tele and hemodynamics remained stable overnight. Pt requesting to go home today. Diagnosis or reason for use: lad revasc. "

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.